Event description:
It was reported that a large clump of fibers was observed on the lens surface intraoperatively. The fibers could not be removed by irrigation or aspiration. The lens was removed and replaced.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.